Manufacturer narrative:
(B)(4).

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. There was no patient use reported with the event.